Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the healthcare provider was unable to interrogate or access the refill port. The patient came for a refill and the facility was having difficulty interrogating the pump. They also could not access the refill port, when they looked under x-ray it seemed as if the pump was flipped. There was no fall associated with the pump flipping. The patient is noted as having anxiety and the facility is unsure if the patient had been touching pump area frequently. The environmental, external or patient factors that may have led or contributed the issue was noted as ¿na¿. The diagnostics or troubleshooting performed was the pump was interrogated and x-rays. Surgical intervention occurred and when the physician went in the pocket to see if the pump could be flipped and an upon opening it they noted that the catheter was tangled. The pump was removed. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury an no further complications were reported or anticipated.

Event description:
Additional information received from the consumer reported that their initial pump implanted in (B)(6) 2019 was doing fine until a couple months later it started having problems. They reported all their pain came back however they were told that everything was fine. Then they had an emergency surgery and found out the pump had flipped and the catheter was kinked so they had to replace the system.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.